Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, aseptic loosening ,cs and ps type implants were included on both sides and patient had joint instability , the inserts had abnormal wear patterns and some discoloration. (B)(6).